Manufacturer narrative:
Catalog # (B)(6) was sold to end user facility on 28-oct-2022. Broken piece(s) were retrieved with no injury to patient reported. Manufacturer investigated complaint per its qms process. DHR review was conducted; manufacturing and receiving records showed no non-conformities. Relevant test records include insulation thickness, hipot and hardness. The user facility was repeatedly contacted to request return of the device as well as additional information with regard to its use and history. However, item was not returned by end user facility for evaluation and no further details on use or maintenance practices were provided. Manufacturer had items from same production lot # in stock and conducted visual inspection and hipot testing on that inventory, with no non-conformities noted.

Event description:
The end user facility reported that the blue insulated part of the instrument "chipped off" when it was used to retract the patient's eyelid, and that the doctor was able to retrieve broken pieces from the patient sclera without harm. The device and any related maintenance/service information was not made available by end user facility for manufacturer's evaluation.